Event description:
Revision surgery performed 2 years 7 months after the primary following tibial tray mobilization. The surgeon revised successfully the tibia and liner.

Manufacturer narrative:
Clinical evaluation: 2.5 years after primary cemented tka, the tibial tray subsides medially and requries revision. It is possible that the tray was slightly undersized and it was partly lying on cancellous bone, on the medial side of the tibia, or that the tibial bone evolved during those 2.5 years becoming less dense and supportive. No reason to suspect a faulty device at the origin of this problem.